Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10553. It was reported x-rays confirmed the patient's right supra-orbital lead had migrated. The patient's lead was explanted due to an infection. (Please reference MFR. Report#: 1627487-2018-10299, 1627487-2018-10300, 1627487-2018-10301 and 1627487-2018-10302.) It is unknown which lead was explanted, therefor we are reporting on both.